Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two system check failures, for the left mass flow sensor flow test, recorded in patient file. Visual inspection of internal and external components found no abnormalities. Driver failed system check for acceptance at incoming inspection. Nine additional system checks were performed without alarm or failure. A 48 hour observation run was performed without alarm or failure. The left mass flow sensor is suspected to have an intermittent issue that led to the originally reported issue. Failure investigation for this complaint confirmed the reported issue from patient data file review. The customer complaint was replicated during incoming inspection; the root cause of the reported system check failures was determined to be a faulty mass flow sensor. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Device was not supporting a patient at the time of the reported event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.